Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one sprinter legend rx ptca balloon catheter to treat a lesion. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during balloon inflation a balloon burst occurred and as a result, there was a dissection. It was reported that upon removal of the balloon a focal pin point hole was observed. No patient injury reported.

Manufacturer narrative:
The device was being used to pre-dilate a non-tortuous, non-calcified lesion in the second marginal. It was later reported that, when attempting to inflate the balloon it would not do so. 12 atm of pressure was applied to the device. The device was not moved or re-positioned. When the balloon was removed and re-inflated outside the body, a pin hole was noted in the balloon. A 3.0x46 mm non-medtronic stent was used to complete the procedure. The inflow was covered with the stent however the distal edge was not covered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.